Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient twisted and the prosthesis broke.

Manufacturer narrative:
Please void all reports for medwatch 3010536692-2019-00404. This incident was discovered to be a duplicate of a previously reported incident, which is reported under medwatch 3010536692-2019-00389. This report should be voided.